Event description:
During the performance of an endotine forehead 3.5 case, the physician stated that he prepared a drill hole using the coapt manual surgical drill and drill bit, both which were borrowed from another physician. When the physician attempted to engage the endotine forehead 3.5 device into the prepared hole, the doctor stated that the device would not fit into the prepared drill hole, the physician stated the drilled hole seemed too small to accommodate the device. The physician then stated that he drilled second hole, using the same drill and drill bit, and used a second endotine forehead 3.5 device. However, the doctor noted that again the hole would not accommodate the device. During this second attempt, in the process of engaging the device, the device broke.

Manufacturer narrative:
It was stated that the physician drilled a third hole, using the same drill bit, and was able to engage the endotine forehead 3.5 device with no further complications. Neither the devices nor the drill bit were returned to coapt for investigational purposes.